Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). Section h3 it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when preloaded iol dcb00 intraocular lens was used, lens found to have a crack in the lens injector and the lens could not be implanted. The intraocular lens was removed from the patient eye. A new dcb00 lens was used to complete the surgery. No further information available.